Manufacturer narrative:
(B)(4).

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) declared a code 1003 indicative of battery voltage too low for the projected remaining capacity. As a result, this ICD was explanted and replaced. No additional adverse patient effects were reported.